Event description:
Caller alleged discrepant results compared to the stago device. Only one out of eighteen results were reportable. Results as follows: date: (B)(6) 2011, inratio2: 6.9, stago: 3.12.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with reference results provided by end-user at time complaint was filed: inratio2: 6.9, reference: 3.12, confidence limits: na. Analysis of customer's data revealed that inratio2 and reference test result comparison did not meet accuracy criteria. The calculated mean is greater than 5.0 and the difference is greater than 2.2. Confidence limits could not be established. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(4) 2011 revealed that result comparisons met accuracy criteria. See scanned page. At least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. As of (B)(4) 2011, thirteen discrepant complaints have been reported for lot #257067, yielding a complaint rate of 0.005%, which is below the action threshold of >0.07% monitored by qa for corrective action. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.